Event description:
On september 23, 1992 an abdominal surgical procedure was performed. At the completion of the procedure, all sponge counts were verified as being correct by experienced surgical nurses, having a total of 63 year o.r. Experience. On october 5, a c.t. Scan of the patient's abdomen identified a retained lap sponge with an abcess around the sponge. The patient was taken to surgery an the sponge removed. Subsequently, the patient experienced additional complications anad expired on october 8, 1992device labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.